Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Received handpiece without cap. Had to use test cap to evaluate handpiece. Bur was stuck in turbine also and was able to removed when used the test cap / during evaluation hp overheated . Overheating was caused by cap bearing failure on the turbine. Also during cut test bur walked out during cutting.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.